Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 8 months. Manufactures investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. A specific cause for the reported infection could not conclusively be determined through this evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was seen in the clinic on (B)(6) 2018 and presented with a driveline exit site infection. At the time of the visit, the patient had erythematous with some excoriation and driveline drainage. The patient was prescribed oral antibiotics of bactrim to be taken 2 times a day for 21 days. On (B)(6) 2018, the patient presented to the clinic for a follow up after completing the course of antibiotics. At the time of the follow up visit, the patient reported no drainage, redness or tenderness. No additional information was provided.